Event description:
It was reported that the chronic atrial lead dislodged. Attempts to reposition the lead were unsuccessful. Tissue was noted in the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however blood was noted on the helix mechanism. Full lead returned and analyzed.